Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege bard eclipse filter was implanted just below the renal veins location for a patient. At the completion, vena cavogram demonstrated the filter to be in good position with some mild tilt. There was approximately 10% tilt on the filter with good sidewall apposition. Approximately seven years and five months later, computed tomography of abdomen without contrast was performed which revealed an inferior vena cava filter was identified with apex at the level of the renal veins. The filter apex does not contact the inferior vena cava wall. The filter struts are intact as visualized. Distally, the struts perforate the inferior vena cava wall by distances ranging between 2 and 7 mm. None of the struts appear to perforate the adjacent aorta or bowel. Therefore, the investigation is confirmed for the alleged filter migration, positioning problem and the perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with deep venous thrombosis with need to interrupt anticoagulation and prolonged-term candidate for anticoagulation. At some time post filter deployment, it was alleged that the filter had positioning issue. Approximately seven years and six months later post filter deployment, the filter migrated and struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.